Event description:
It was reported that while changing out a bd pearl side entry patient room collector, a clinician received a contaminated needle stick injury due to a hole at the bottom of the container. The clinician was tested for (B)(6), but declined to take antibiotics. The clinician will receive follow up lab work every three months.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.